Manufacturer narrative:
The device was returned for evaluation and there was some movement found in the locking mechanism. The locking mechanism blocks and needed to get overhauled. There were some small wasted parts that needed to be replaced. The skull clamp must be marked with individual item number. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. This was the first time the device was sent in for repair. The complaint was confirmed. Root cause for the event was unknown, however the most likely reason was wear and tear due to extended use.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the (B)(6) female patient underwent spinal surgery on (B)(6) 2018. During the operation, the locking device rotating the a1059 mayfield modified skull clamp while in situ failed. The issue occurred when the surgeon tried to remove the device. The patient incurred a laceration that required stitches. Patient treatment commenced following her surgery on (B)(6) 2018.